Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer attached a cassette to the pump, an alarm sounded. However, no error message was displayed on the screen. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: device evaluation: all labels were still intact. No physical damaged was found on the device. Event log: it confirmed that most recently, there was a record of occurred nda during the pump operated on (B)(6) 2023 function test: it could not confirm the customer reported issue. As a preventive measure replaced the downstream, and recalibrated upstream sensor. Product is beyond 12 years from manufacture date of 2010-06 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation no fault found. Allegation no.